Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 30mg/ml at a dose rate of 12mg/day via an implantable pump for non-malignant pain. It was reported that during a pump replacement they were unable to aspirate from the catheter. A back table priming bolus was performed. After waiting the 20 minutes for the back table prime, a physician attempted to aspirate again and got approximately 0.3 ml. They then proceeded to prime just the catheter and the physician kept the patient for 5 hours for observation. The issue had resolved at the time of the report and the patient was without injury regarding their status as of (B)(6) 2016. Regarding environmental/external/patient factors that may have led or contributed to the issue, none was indicated. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. On (B)(6) 2016, a company representative reported that they spoke to the patient on (B)(6) 2016 and the patient was doing ok with the same pain relief as before the pump replacement. No patient symptoms were reported. It was noted that the patient had a previous history of granuloma and the catheter had been pulled down previously; refer to MFR report number 3004209178-2013-08328 regarding a prior event.

Manufacturer narrative:
Updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
"Intervention required" does not apply. "Serious injury" does not apply. Event remains reportable for malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.